Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported in a clinical study that a b)(6) year-old male patient underwent atrial fibrillation (afib) with an qdot-micro, uni-directional, f curve, c3, split handle on (B)(6) 2021. The patient required prolonged hospitalization and an unknown medication. There were no reported malfunctions or device issues. The physician determined that the cause of the adverse event was not related to the study device. It was reported that the severity of the case was mild and did not constitute a life-threatening illness or injury. However, since intervention was required to prevent permanent impairment of a body function or permanent damage of a body structure, this is being considered MDR-reportable.

Manufacturer narrative:
On 14-jan-2022, bwi received additional information regarding the events. It was reported that there was a causal relationship between the study procedure and the adverse event--but not between the device and adverse event. The event is mild and procedure-related, and in accordance to the list of expected events within the protocol, investigator brochure and instructions for use (IFU), the adverse event is expected/anticipated. It was reported that the issue resolved and the patient recovered. The patient was treated with medication. There was no reported cardioversion, re-ablation procedure, or other surgical intervention or treatment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-feb-2022, bwi received additional information regarding the event. The event was an inflammatory pericardial effusion. The outcome of said event was updated from recovering/resolving to recovered/resolved. The severity was updated from mild in nature to moderate. Manufacturer's reference number: (B)(4).